Manufacturer narrative:
On 13 october 2017 the medical affairs director performed a clinical evaluation and commented as follows: intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device. Batch review performed on 16 october 2017. Lot 165579: (B)(4) items manufactured and released on 05 january 2017. Expiration date: 2021-12-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 18 october 2017 the r&d project manager performed a preliminary investigation based on the available picture and commented as follows: from the image available, no conclusion on the pieces can be determined.

Event description:
Per-operative bone fracture during reduction maneuver treated with cerclages. At the end of the surgery, it was discovered that the fracture propagated till the stem tip, the surgeon revised the stem and treated the bone fracture with three additional cerclages. The cup was not used, but opened, due to the patient's anatomy.